Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak in the area of valve vl57a of the coulter lh 780 hematology analyzer. Customer reported that the leak was from the lyse delivery tubing. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed the leak was the result of a hole at flow through fitting #86. The fse replaced the yellow striped tubing at flow through fitting #86 and resolved the leak. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.